Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unspecified device issue occurred. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device operates differently than expected was confirmed based on returned device observation. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not reported. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced, are being filed under separate medwatch MFR numbers.